Manufacturer narrative:
(B)(4) device not returned therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device and in this case an incompatible guidewire was used. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.1mm jetstream xc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure in the mid superficial femoral artery (sfa). The device became stuck on the non-bsc guidewire, they could not remove the device off of the wire. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.